Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt said they had been having issues with their ins ever since it was implanted. Pt said the ins was put in a really bad location (used to have it in their side) on their hip bone and that they were sick of the sensitivity. Pt said it had been bumped several times from the location (can see the whole device right on under the skin). Pt doesn't think it works anymore since they can recharge it completely and after two days, it will be dead again. Pt said the neurosurgeon did the surgery and did not wake them up during the surgery to test the coverage of the stimulator like they had with the previous surgeries. Pt said they were upset about it since this most recent ins had never given them good coverage. Pt said they had met with manufacturing representatives (rep)s a couple of times and they get it as good as they can but it was nothing like their previous stimulators. Pt said they had never had a problem with any of their other stimulators until they got this one. Since the pt wasn't getting good coverage from the ins, pt started taking medication to help with the pain and restless leg. Pt mentioned that they had no feeling in half of their leg, and they are numb because of their nerve damage. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said they were unable to connect to their ins with their patient programmer (pp) or their  ins recharger (insr). Pt was seeing the poor communication screen on the pp (pt does not use antenna on pp) and said they had not been able to connect with their insr (did not try on call). Pt did not know the last time they were successfully able to recharge their ins as they got tired of having problems with the device therefore, stopped recharging it. Pt said they got tired of using it and was tolerating the pain in their lower and and leg (pt taking medication to help with the pain). Pt mentioned it would take 5 minutes just to locate the device and this implant is the only one they have had problems with (all of the others worked well for them). Pt said this had happened before where they had to meet with a manufacturing representative (rep) to "reset' the device (it was understood as they were over discharged previously) and mentioned a code that they used to have to reset the device that they lost. Inquired if the pt has had any recent falls or traumas that could have lead to the pp not being able to reconnect and pt said they the ins had been bumped several times due to the location of the ins. Pt mentioned they were supposed to have an MRI tomorrow and are unable to get their ins into MRI mode due to the ins being in possible over discharge. Provided pt with number so their hcp can page a rep. The patient was redirected to their healthcare provider to further address the issue. The patient reported that they met with a manufacturer representative and codes were used to restart the device's prescriptions at the doctor's appointment. The patient noted that the pain is still an issue for them and that the device has always been a life line for them; however, they are upset because nothing has changed, and the battery still depletes after a couple of days of use and the patient still isn't getting optimum coverage.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.